Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was tested with a water fill test reservoir, the units left at the display properly matched unit left at the test reservoir. No unexpected replace battery now alarms were noted. No unexpected low battery alarms noted during our testing or found at the download insulin pump history. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The insulin pump had minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump batteries only last 3 to 4 days. Customer changed batteries to the recommended batteries but the problem persists. The customer's blood glucose reading was 243 mg/dl at the time of incident. Troubleshooting found that the reservoir icon would show empty insulin when it was actually full and that customer has had high blood glucose. The customer was advised that the device would be replaced and to return the product for analysis.